Manufacturer narrative:
The incident took place on the covid-19 ward that is subject to special restrictions. The arjo representative could not visit the facility to inspect the device as there is a strict policy against people visiting the hospital. Arjo device was used for a patient treatment when the event occurred and from that perspective, it played a role in the event. Due to the inability to evaluate the bed, it was not possible to confirm whether the bed met the manufacturer¿s specification and determine the cause of the reported case. The complaint was decided to be reported to the competent authorities in abundance of caution due to indication of the patient entrapment. If any new information becomes available, the updated conclusions will be submitted. Covid-19 restrictions.

Event description:
It was reported by the end-user that the patient's neck trapped between the enterprise 5000 bed safety rails (composed of metal pipes). The bed was used with not arjo mattress system. There was no injury reported. It was indicated by the facility staff that the patient was very slight weight and build, however more details were not disclosed.